Event description:
Reporting status: serious injury-required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that an attempt was made to perform the kissing balloon technique on a totally occluded circumflex; however, the stent dislodged and was retrieved with a snare. A 2.5x12 xience was eventually placed in the circumflex with a balloon in the om2. A 2.5x18 mini vision was placed in the om2 to complete the procedure. The pt is reported to be fine. No additional event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon, on the stent implant, on the distal shaft, on the hypotube, on the hub and in the guide wire lumen. There was contrast on the balloon and on the distal shaft. The stent implant was returned dislodged from the balloon. The stent implant was returned hooked on a competitor's snare device. The struts of the entire length of the stent implant were stretched and mangled. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The stent implant outer diameter could not be measured due to the damages noted. Product performance engineering reviewed the incident info and the returned product analysis. Factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of MFR, positive pressure during prep, interactions with other devices and/or anatomy, and lesion morphology. Analysis of the returned product found that the stent implant was dislodged from the balloon, and was hooked on a competitor's snare device. The stent implant was stretched and damaged along the entire length, such that the outer diameter could not be measured. The damage to the stent implant may have occurred during the procedure, as the stent dislodged or during attempts to snare the stent from the pt anatomy. The sds was returned with blood and contrast visible, suggesting that it had been used in the pt anatomy as reported. The balloon was tightly folded, and there were crimp marks visible on the balloon between the markers. This suggests that the stent implant was crimped properly during mfg. It was reported that a kissing balloon technique was being done in a totally occluded lesion. This suggests that it is possible that the sds was advanced to the lesion and positioned, the stent implant interacted with other devices or the pt anatomy such that it dislodged. Based on the incident info and returned product analysis, there were no indications of any product deficiencies which could have contributed to the dislodgment. It appears that the dislodgement was the result of an interaction between the stent and another device or the pt anatomy. The stent damage likely occurred after the stent dislodgement as the stent was snared and retrieved from the pt anatomy. A review of the product lot history records did not reveal any non-conforming material reports which could have contributed to the difficulties experienced. This MDR is considered closed by the product performance group.